Manufacturer narrative:
G4:22apr2021. B4:26apr2021. A philips field service engineer (fse) was dispatched to the customer site to perform preventative maintenance(pm). At the time, the battery passed the pm tests; however, post-pm, the battery was charging properly. When the fse returned to address the issue, he discovered the battery was past the manufacturer's suggested replacement. The fse replaced the battery. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a battery failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.